Manufacturer narrative:
The insulin pump was received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm or audio/vibrate anomaly during testing noted. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that no audible beep on insulin pump. The customer's blood glucose was unknown. The product was returned for analysis.